Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The pump remains implanted. The clinic administered 1mg of tpa which suggests potential thrombosis. The latest residual result of 21ml shows that the pump is performing well. Thrombosis is a known adverse event that is listed on the intera 3000 label and IFU.

Event description:
Intera oncology received a report from a physician about a patient having 28 cc return volume on (B)(6) 2025, during refill after a full 14-day refill interval. Our representative instructed the clinic to access the pump for any resistance via the special bolus pathway. The physician stated they didn't have any special bolus needles in the clinic. She decided to order imaging, either a CT angiogram or haps scan for further assessment. The nurse later called to report that when reviewing the records, the residual volumes were gradually increasing over the last 2 months. A CT angiogram was performed on (B)(6) 2025, demonstrating proper catheter placement and position, no visible thrombosis or pseudoaneurysm. The nurse accessed the pump with the special bolus needle on (B)(6) 2025. He was able to flush but did feel slight resistance. 1mg of tpa was administered and left indwelling per protocol recommendations. The patient returned to the clinic on (B)(6) 2025. The infusion nurse was able to easily flush the special bolus pathway with no resistance. The pump was refilled with hep/saline on this day as well. 21 cc of residual volume obtained. The center instructed the patient to return in 2 weeks to reassess flow rate and best next steps.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The pump remains implanted. On (B)(6) 2025, the clinic administered 1mg of tpa which suggests potential thrombosis. The latest residual result of 21ml shows that the pump is performing well. The patient returned to the clinic on (B)(6) 2025. The residual volume was 14cc, which is consistent with prior baseline volumes and flow rates for this patient. The physician feels confident that flow rate concerns have been resolved and the patient resumed floxuridine on (B)(6) 2025. Thrombosis is a known adverse event that is listed on the intera 3000 label and IFU.

Event description:
Intera oncology received a report from a physician about a patient having 28 cc return volume on (B)(6) 2025, during refill after a full 14-day refill interval. Our representative instructed the clinic to access the pump for any resistance via the special bolus pathway. The physician stated they didn't have any special bolus needles in the clinic. She decided to order imaging, either a CT angiogram or haps scan for further assessment. The nurse later called to report that when reviewing the records, the residual volumes were gradually increasing over the last 2 months. A CT angiogram was performed on (B)(6) 2025, demonstrating proper catheter placement and position, no visible thrombosis or pseudoaneurysm. The nurse accessed the pump with the special bolus needle on (B)(6) 2025. He was able to flush but did feel slight resistance. 1mg of tpa was administered and left indwelling per protocol recommendations. The patient returned to the clinic on (B)(6) 2025. The infusion nurse was able to easily flush the special bolus pathway with no resistance. The pump was refilled with hep/saline on this day as well. 21 cc of residual volume obtained. The center instructed the patient to return in 2 weeks to reassess flow rate and best next steps.